Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va10k5t, product type: lead. Product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis of the ins (s/n (B)(4)) found the strain relief was out of alignment. Difficulty was encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector. The setscrew was backed out too far. The lead was previously reported. Refer to regulatory report number 2649622-2016-02742.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a lead wire issue. It was reported that there was lead insertion difficulty during procedure; the rep stated the healthcare provider (hcp) was having trouble inserting the lead wire, and that the lead wouldn't go in all the way. There seemed to be more plastic on the 3rd electrode and the hcp even tried to shave some plastic off. The hcp tried torquing the lead while inserting, and also wetting the lead with sterile nonionic water, but that still didn't work. The rep had already tried opening two new implantable neurostimulators (ins) with both devices having issues with the lead not being able to go in all the way. The hcp confirmed the header bore was clear and the set screw was backed out of the bore, which did not resolve the issue. Visual inspection of the lead confirmed the lead was round with no edges sticking out, but the 3rd electrode seemed to have extra plastic on it. The rep opened a new lead wire and tried to insert it into the ins and it inserted fine; the hcp was to insert the new lead in the patient (pt). If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.